Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. The actuator is lodged at the distal end of the needle. The ts and suture are free from the needle and were returned for examination. Examination of the construct showed the distal end of t1 is missing, t2 is also bent. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Device was not returned in the condition of the reported complaint of t2 being stuck in the needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Event description:
It was reported that during a procedure t2 was stuck in the middle of the needle. The surgeon removed the sutures and t1. A backup device was utilized to complete the procedure. No patient injury or complications were reported.